Event description:
(B)(4). It was reported by the consumer that the tdxsp custom power wheelchair foot plate assembly had been modified by the dealer to make it larger, and shortly after it was broken. There was no patient injury reported.